Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error, aic - battery comm. Failure (yellow alarm), and aic - controller error (yellow alarm) has been completed. While testing the pump stopped work mid-test. The console was then power cycled which rebooted into a system self check screen. The console was then investigated and the symptoms were reproduced confirmed by a failed firmware check showing missing communication to both the motor and the eep. Reattaching the ribbon cable between the epc and the impellatronic resumed communication and the console functioned as expected. The original pump stop and subsequent controller error were likely caused by the communication disruption to the motor. There was no batt comm failure mode with this complaint. Root cause: the epc-impellatronic communication ribbon cable was most likely slightly disconnected at field service. D2 common device name revised on manufacturer device report 1220648-2024-17951 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report1220648-2024-17951 in accordance with updated procedures.

Manufacturer narrative:
A.1, a.4 and a.5 are unknown. The impella console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that during a functional test, the automated impella controller (aic) had an "impella stopped error" followed by a "controller error" in yellow. The aic was restarted and a "system self check error" came up on the screen. The type of issue reported by the field service was a battery failure (yellow alarm).